Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note add¿l device implanted: (B)(4).

Event description:
On (B)(6) 2012, imaging showed poor proximal wall apposition and contrast outside of device, proximal to the flow divider. On (B)(6) 2012, an intervention was performed where a gore excluder aaa endoprosthesis aortic extender component was implanted. The endoleak was resolved. The pt tolerated the procedure.